Event description:
A 7f guide sheath severely kinked during use making withdrawal of a freeclimb 70 catheter through the guide sheath difficult. The kinked sheath damaged the tip of the freeclimb 70 catheter during withdrawal. A subsequent contrast injection through the guide sheath embolized the distal marker band from the freeclimb 70 into the a2 artery. One attempt to retrieve the marker band with the freeclimb 54 and a stent retriever was unsuccessful. The marker band was not flow limiting so it was left in place. During withdrawal into the kinked guide sheath, the distal end of the freeclimb 54 was damaged and stretched. Physician acknowledged that considerable force was required to retract the catheter(s) through the kinked sheath.

Manufacturer narrative:
Review of the returned products substantiated the report.